Event description:
It was reported to philips that the panel is broken. This was further clarified by a philips field service engineer (fse) as the adult paddles electrode was cracked. There was no patient involvement.